Event description:
After using the device for a while, it caused a headache that wouldn't go away. Ringing in my ears that still hasn't stopped, even after stopping use of the device for days. I also experienced blurriness in my eyesight that remains still today. I'm honestly worried.